Event description:
It was reported that the patient had an inappropriate shock due to oversensing via a reduction in intrinsic amplitudes. The system was explanted and not replaced at the patient's request. There were no additional adverse patient effects.